Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID p1501dr ipg, implanted: 2007-(B)(6); 5554-45 non defib lead implanted: 2007-(B)(6), (B)(4).

Event description:
It was reported that there was 1,322 short interval counts (sic) and episodes of non-sustained ventricular tachycardia (nsvt) were confirmed to be noise. A pocket manipulation test was performed and the noise could not be reproduced. The doctor scheduled the next device check for 3 months and in the meantime will monitor the patient closely. The physician suspects that the lead has partially damaged. The lead remains in use. No patient complications have been reported as a result of this event.